Event description:
A pt reported that they had to go to the hosp to get their bg tested because their meter would not power on. Pt mentioned they were having symptoms where pt felt shaky. Battery has been replaced and meter still did not have any power. Pt was not treated at the hosp.